Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five hundred (500) 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was observed upon completion of pumping before parenteral nutrition release. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h3, h4, h6, and h10: b5: during follow up, it was clarified that the affected quantity is one (1). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a droplet was observed of the leak at the port 2, spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.